Event description:
Device issue: none. Adverse event: pulmonary symptoms/arrhythmia/intervention. Onset of adverse event: two days post procedure. It was reported that on (B) (6) 2010, three xience v stents were implanted in an unspecified vessel(s). Two days post procedure, the pt presented with pulmonary symptoms and arrhythmia. The pt was diagnosed with bronchospasm. A breathing tube was inserted and the pt was unsuccessfully treated with antibiotics. A pulmonary culture revealed fungus. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Arrhythmia and infection are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The unk xience v stents (parts unk, lots unk), are being filed under this MFR number.